Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patients battery was unable to hold a charge and the ipg was not laying flat. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted product will not be returned.